Event description:
It was reported that on (B)(6) 2010, the patient underwent a promus stenting procedure in the mid left anterior descending artery. On (B)(6) 2011, the patient expired. Prior to the patient expiring, the patient had taken sleeping aids and woke up in a daze. The patient fell, which aggravated a cervical spine stenosis injury and had received surgery for the cervical spine stenosis. The patient was starting to do better during the in-patient rehabilitation but was unresponsive. The patient was brought to the emergency room and was unable to be revived. The physician noted that the patient's cause of death was "poly pharmacy" however, the patient's use of sleeping medication was several days prior to his expiration. The cause of death has been indicated as cardiopulmonary arrest. There was no autopsy performed. There was no additional information provided.

Manufacturer narrative:
Internal file number - (B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. There was no reported product deficiency. The reported death is listed in the promus everolimus eluting coronary stent system instructions for use as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.